Event description:
Fluctuating peep. Ditigal display on peep skipping, resistance not stable. Troubleshoot, replaced potentiometer calibrated function check. Unit put back into service. No patient involvement or injury.